Event description:
It was reported to boston scientific corporation on january 10, 2008 that a corflo cubby dual port standard balloon device was used during an percutaneous endoscopic gastrostomy (peg) procedure in late 2007 (patient age, gender and weight are unknown). According to the complainant, about three weeks after placement, the nutrition tube was unable to be securely connected to the device. The corflo cubby device was replaced with a different device (device unknown). No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Based on the evaluation of the returned device, the customer complaint was confirmed. The silicone funnel may stretch over time. The feeding connector is designed so, it can be pushed further into the funnel of the g-tube if needed. The exact cause of the reported malfunction cannot be determined.